Event description:
It was reported that 10 bd insyte¿ autoguard¿ bc shielded IV catheters' tips frayed upon meeting resistance during use. The following information was provided by the initial reporter: "we have had an issue over the last few days with 16 gauge short ivs blowing. When looking at them today the catheter tip frays easily when it meets any kind of resistance. The 16 longs and the ivs that anesthesia uses (that do not allow blood return upon insertion) do not have the same issue. Additional information: I was here on wednesday when we noticed the issue and personally inspected two 16g ivs. The IV catheter tip is fraying when it meets resistance which is causing the vessels to blow during insertion. We had this happen with at least 10 on wednesday."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd insyte¿ autoguard¿ bc shielded IV catheters' tips frayed upon meeting resistance during use. The following information was provided by the initial reporter: "we have had an issue over the last few days with 16 gauge short ivs blowing. When looking at them today the catheter tip frays easily when it meets any kind of resistance. The 16 longs and the ivs that anesthesia uses (that do not allow blood return upon insertion) do not have the same issue additional information: I was here on wednesday when we noticed the issue and personally inspected two 16g ivs. The IV catheter tip is fraying when it meets resistance which is causing the vessels to blow during insertion. We had this happen with at least 10 on wednesday."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-may-2023. H6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received six sealed 16ga x 1.16in. Insyte autoguard units from lot number 1328517. A penetration and drag test was performed on all units and all units met specifications. The catheters were visually inspected, and leak tested where all units passed inspection. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.